Event description:
Best estimate date of incident (B)(6) 2023. On (B)(6) 2023 it was reported that a female first time hearing aid user started to experience irritation early (B)(6) 2023. It has been reported that the domes exacerbating patient's psoriasis. The reported symptoms are irritation and itching in the ear canal, the symptoms are present on both ears. Reaction developed within hours. Hearing care professional did not confirm if this happened before, but the user discontinued use of the hearing aids and the symptoms were resolved within 10 days. After resuming wearing hearing aids the reaction started again within 2 hours. It is confirmed that the are with symptoms was not exposed to other chemicals. It is confirmed that the user has history of psoriasis. The user was in contact with authorized medical practitioner and was prescribed treatment with mineral oils and 'lidex' ( corticosteroid medication). Hearing care professional advised the user to discontinue use of hearing aids. Furthermore, it was recommended to order acrylic molds, and note for the manufacturer that there is an allergy issue and not to color the serial numbers. No further follow up information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: clinical conclusion: it was reported that the domes exacerbating patient's psoriasis, experiencing itching and irritation in the ear canal. Patient reports the domes causing an increase in itching. It is confirmed that the patient has documented history of psoriasis and it is a recurring problem. Patient was in contact with authorized medical practitioner. Physician noted that the reaction is likely from the hearing aids. Patient got prescribed mineral oil and additional medication to help with the symptoms. Information about the type of medication is not available. Hearing care professional recommended an acrylic earmold, with no dyes or tints, and no color to the serial numbers. Clinical conclusion is that it is possible that wearing hearing aids may cause worsening of existing skin conditions. Custom made earmolds are designed to fit firmly into the ear canal in order to securely remain in the ear canal while in use, as well as to ensure right degree of occlusion. Therefore, it is possible that the tight fit and material contact with skin can cause worsening of the existing skin condition. Choosing hypoallergic materials and avoiding unnecessary tints and dyes may help relieve the symptoms. Clinical evaluation according clinical evaluation plan: domes are made of soft silicone material. As domes are designed to have skin contact, the material used is biocompatible and a biological evaluated according to procedure #(B)(4) corp proc, biol evaluation. Hearing aids are typically being worn many hours per day and it is not uncommon that the skin contact can cause minor skin irritation. However, many users get accustomed to the material and the itching or irritation. In rare cases, an allergic reaction to the domes can develop. In some cases, treatment with topical steroid and/or antibiotics will be necessary to stop the skin irritation. A temporary pause in the hearing aid use is also recommended to help the healing process. The user guide includes a caution to consult the hearing care professional if irritation should occur. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. The risk is deemed to be acceptable. Manufacturer's investigation is final. This is combined initial and final report.